Event description:
It was reported that the customer was having difficulty in retrieving tissue samples due to possible vacuum pressure. Using the universal targeting method. The customer was able to remove the device and complete the procedure using another device. The device was disposed. There were no patient consequences reported.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4)

Event description:
Per the audiologist, the patient reported poor sound quality. Reprogramming of the device did not alleviate the issues. The results of an integrity test indicate normal device function. The device was explanted (B) (6), 2010 and the patient was reimplanted with a new device during the same surgery.